Event description:
It was reported that during an implant procedure, two leads were bent during placement. The leads were replaced. It was further that reported that during implant attempt of a third lead the physician reported too much tissue on the tip of the screw and the lead would not implant correctly after screwing in and unscrewing five times. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: lff081535v the full lead was returned, analyzed and no anomalies were found. The helix of the lead was analyzed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.